Event description:
It was reported that the system check out failed. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by replacing breathing circuit. No device logs nor replaced part have been available for further analysis of the issue. The root cause of the reported issue has not been determined. The correction of field catalog # was required. This is based on the internal evaluation. Catalog #: previous catalog #: 6677200. Corrected catalog #: 6888520.